Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-4501 meniscal cinch¿ ii, batch 15057150, was received for evaluation. Upon visual evaluation, it was noted that the implants were received detached from the device. Additionally, the cannula also appears to be bent backwards. The most likely cause for the reported failure can be attributed to misuse due to user error of using excessive force to pry and/or leverage the device.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that an ar-4501, meniscal cinch ii, had a second implant which was stuck. This was detected during a meniscus repair procedure on (B)(6) 2024. The first implant was set successfully but the second one was stuck. This occurred on all 3 units of ar-4501 in the same procedure. Knot pusher / cutter was used but they are not arthrex products. The procedure was successfully completed with no patient harm and no secondary procedure needed by using a new ar-4501.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.